Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The issue is most likely the life block in which the fse (field service engineer) was advised to replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us giving high fio2 (fraction of inspired oxygen) alarms. They looked into logs and found technical failure 278 "internal o2 sensor concentration high". Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Results of investigation:(non return analysis-log files) vyaire medical was not able to verify the reported issue. However, log file analysis was utilized. Alarm 278 might be related with the calibration of photonic sensor which never performed earlier. As per notes on the wo-00155758, issue was resolved after calibration. The fsr (field service representative) performed est (extended systems tests) and performance check, which all passed. Vent is operational and meets OEM specifications. (Return analysis-fa lab evaluation)- the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. No performance issues were found.device operated within specifications.